Manufacturer narrative:
Moderate numbness, mild ataxia and dysmetria are known side effects listed in the information for prescribers. This complaint was received as part of post marketing data collection efforts. Data received had limited information and no additional information about this case could be collected from the site. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment for essential tremor, the patient experienced moderate numbness, mild ataxia and dysmetria.